Manufacturer narrative:
Philips service replaced the mvr high power board and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a geometry restarting error occurred due to mvr high power board failure on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.